Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® edta 2k the tubes are pushing of the non-patient end of needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the edta tubes are only pushed off with the use of nipro's winged needles.